Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump not recommend a bolus. Customer also reported that insulin was under delivery. Customer's blood glucose level was 226 mg/dl. Customer other relevant blood glucose level was 202 mg/dl, 120 mg/dl and 140 mg/dl. Customer also stated that the correction bolus was incorrect. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be and reservoir will not be returned for analysis.